Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they had the ins removed because it ¿moved around¿ and was uncomfortable, but they still had the lead implanted. It was noted that this occurred sometime in 2016 but they could not provide an exact date. They also did not know when it was removed. After it was explanted, it seemed like they were doing fine, so the patient did not have it replaced. No further patient complications are anticipated or expected as a result of this event.